Manufacturer narrative:
The insulin pump alarmed for a motor error alarm during the basic occlusion test due to a protruded and loose drive support disk. No alarm could be confirmed for the loose drive support disk due to the motor error alarm. The insulin pump functioned properly during the rewind. The insulin pump was received with minor scratches on the display window, cracked display window corners, a cracked reservoir tube lip and a missing end cap sticker. The motor passed the motor test.

Event description:
Customer called reporting a motor error on her insulin pump her blood glucose is 215 mg/dl. The alarm occurred in the middle of a bolus delivery. The device was not exposed to a strong magnetic field. Customer cannot rewind the device. It was not dropped or bumped. The drive support cap is sticking out. Customer never pressed the cap while connected. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.